Event description:
From staff: the patient is on vapotherm. The place where the clear plastic meets the white piece became separated. The clear pieces are not supposed to be able to come out of the white piece.